Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a hypoglycemic event occurred. The patient stated they noticed the glucose readings between the g6 mobile application and the application on their watch had been different. They stated they treated a "hypo" that displayed on their watch; however, they noticed it was not on their phone. No data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.